Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff lost integrity as it could not hold air. The cuff was leaking, and the patient had to be reintubated. The patient maintained saturation during reintubation.